Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime fill anomaly. Customer's blood glucose at time of incident was 224 mg/dl. Customer stated that when filling reservoir insulin squirts out. Customer was trying to change reservoir and could not troubleshoot because she wants to speak with a supervisor/expert was transfer to senior tech. Customer stated that she has another pump that she wants to set up.